Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with intermittent button response due to corroded keypad traces. The device also was received with cracked case display window corner, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Event description:
It was reported that the customer received an error on the insulin pump, and now the buttons on the keypad are not responding. Customer's blood glucose level at the time 150mg/dl. Advised insulin pump would be replaced. No additional information is provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.